Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: patient had clunking inflexion and mild anterior knee pain. Knee was revised to a thicker insert. The device associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt had clunking inflexion and mild anterior knee pain. Knee was revised to a thicker insert.